Manufacturer narrative:
Device display properly. No button error alarm noted during testing. Device had unresponsive buttons due to flattened act button dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery, failed battery test, no delivery alarms due to unresponsive button. Device had minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button was pressing more than once and worn buttons. The customer blood glucose level was unknown. The device will be returned for analysis.